Manufacturer narrative:
The product information was not provided. It is not possible to determine the manufacture date without the product information.

Event description:
The customer received blood glucose readings that differed by 100mg/dl on the contour next using two different bottles of strips. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate was not able to provide further information. Product was not expected to be returned and it was not replaced at the time of the call.